Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a decrease in sensing amplitudes. Noise was over sensed and resulted in inappropriate anti-tachycardia pacing (atp). The lead was explanted and successfully replaced. The patient was stable and asymptomatic.